Event description:
Customer's wife noticed he was passed out at 03:00 and called paramedics; customer reportedly received results of 191 mg/dl on the advantage system and 33 mg/dl on professional's meter within 10 minutes. He was treated with glucose gel and re-tested: reportedly received results of 236 mg/dl on the advantage system and 46 mg/dl on professional's meter within 10 minutes. Treated with more glucose gel and reportedly received results of 269 mg/dl on the advantage system and 65 mg/dl on professional's meter within 10 minutes. Customer felt well after treatment. The customer did not provide the location where the discrepant results were obtained. No quality controls were used. Requested return of suspect device and replacement was sent.